Manufacturer narrative:
The customer performed repeat testing with the same lot of screening cells and a different lot of indicator cells and the expected positive results were obtained. The customer declined to investigate further. The instrument is operating according to specifications.

Event description:
A customer reported that unexpected negative reactivity was obtained on the antibody screening assay on galileo echo (B)(4) with an anti-e sample.